Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called in to report a pump error 49 alarm and a pump error 68 alarm. The customer's blood glucose level was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump passed full functional test including the displacement test, rewind, seating and basic occlusion test. The insulin pump passed self-test and sleep current within specifications. The insulin pump was monitor no unexpected pump error 49 or pump error 68 noted after battery insertion. The insulin pump was received cracked reservoir tube lip and scratched case.